Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date 06/2020).

Event description:
It was reported that during a stent graft deployment procedure for occlusion in the common iliac artery via access through access in the common femoral artery, the balloon expandable vascular covered stent allegedly dislodged from the balloon catheter prior to deployment. It was further reported that another balloon was used to position the dislodged stent where it was successfully deployed. There was no reported patient injury.